Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation no foam particle were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted error code e053 (err_comp_log_sem_timeout) and had dust fail. The device was scrapped.